Event description:
Orig. Surg: in 2000. Several days post-operatively, allegedly dislocation occurred. "While dr tried manual repair under anesthesia, inner head was disconnected and dr stopped manual repair. Potential reason is that when superiorly dislocated head was pushed down inferiorly, leverage force was added and consequently disconnected. However, ring was not disconnected."